Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Event description:
The customer indicated that an elevated architect ipth result of 118 pg/ml was generated. The sample was tested at another lab with a result of 62 pg/ml. There was no report of impact to patient management.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.